Manufacturer narrative:
H3: product analysis of ped-375-25, lotno: b477301. As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pusher was returned within the phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The distal and proximal ends of pipeline flex braid were fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The pushwire pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the angle between the aneurysm and the blood vessel was too large, and the tail end stent did not open well. After repeated adjustments, it still opened poorly. After re-sheathing, the stent herniated in. At last, the healthcare provider (hcp) tried to remove the products. The stent and catheter were scrapped. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured left c7 segment aneurysm with a max diameter of 12mm and a 5mm neck diameter. The access vessel was the femoral artery with a diameter of 8mm. The landing zone was 2.9mm distally and 3.7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level iia. Angiographic result post procedure showed smooth blood flow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the issue was determined that the blood vessels are tortuous and have large angles, making it difficult to open the pipeline, and damage appeared during recovery. The pipeline had been placed in a relative vessel bend when it failed to open and could not be avoided. Resheathing was attempted to open the pipeline.